Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) data was not being recorded in pump history. During system check with tandem technical support, customer entered in a bg value that was above target, below target, at target, and back out of the bolus screen in order to verify that the pump was properly recording information even if no bolus was actually delivered. Technical support directed the customer to the complete history and customer verified all bg values were recorded in pump history. There was no reported impact to the customer's bg level.